Event description:
It was reported that on the patient information center ix no monitoring is coming through and no readings showing up. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
A remote support engineer (rse) confirmed with the customer a 'no data' inop error message occurred an all units. After further consulting with the customer they confirmed, that their local it had failed their core switch upgrade. After rolling back the change/upgrade the device is working as expected again. Philips was advised to close the case as no more support was needed. Based on the information available and the testing conducted the cause of the reported issue was due to customer network infrastructure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. After the customer rolled back the failed upgrade the device was working again to its specification and the reported issue was solved. The device remains at customer site. The investigation concludes that no further action is required at this time.